Manufacturer narrative:
(B)(4).

Event description:
A report from the USA was received via a user facility mandatory and voluntary report form 3500a number: (B)(4). An infant was undergoing placement of peripherally inserted central catheter (PICC) at 1700. At 1712 the ventilator failed due to severe occlusion. A respiratory therapist felt the ventilator failed due to medications that had occluded the in-line filter. The ventilator was removed. The pt was manually ventilated and a replacement ventilator was used. The pt outcome was not reported. Though requested, additional info has not been received.